Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test and occlusion test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery and reservoir compartment was cracked and coming off. Customer reported that crack ran from reservoir compartment to the esc button. Customer's blood glucose was 407 mg/dl and was treated with manual injection. Customer was not sure what caused high blood glucose. Customer declined troubleshooting for high blood glucose.